Event description:
It was reported that during an infusion tpn/intralipids via pcvc (percutaneous central venous catheter) with the t-connector and IV tubing; the rn observed leaking due to a crack. The rn stated the leak occurred¿ from the t-connector at the junction between where it screws on and the thin part of the tubing starts¿. The line was in use for 6/20/19-8/29/19. When the rn attempted to be removed because of the risk of infection from the crack in the extension set, the pcvc catheter broke and the patient had to go to interventional radiology for the removal of the remainder of the line. The infant also required a new line to be placed at a later date. It was later reported upon examination of the t-connector after removal, it was noted to be stiff and less pliable than unused product. The event occurred in nicu.

Manufacturer narrative:
Concomitant medical products: pcvc-percutaneous central venous catheter. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that during infusion tpn/intralipids via pcvc (percutaneous central venous catheter) with the t-connector and IV tubing; the rn observed leaking. The rn stated the leak occurred¿ from the t-connector at the junction between where it screws on and the thin part of the tubing starts¿. Due to a potential compromise in sterility of the central catheter the decision was made by the covering neonatologist to discontinue the pcvc. Upon examination of the t-connector after removal, it was noted to be stiff and less pliable than unused product.